Event description:
Customer reported the device was leaking oil and part of the filter was broken. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed the device casing was broken, loss of pressure and lubrication-leak, hose damaged and the seals were worn. The device was repaired and returned to customer on (B)(4) 2013.